Event description:
The event involved an unspecified pca vial. The customer reported that they found numerous vials with particles in the packaging and in the vials themselves that were rejected at incoming inspection due to the particulates found. The customer did sent to a third-party lab for testing with results being cardboard, organic materials, and different colored fibers. There was no harm reported as a consequence of this event.

Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not been received.

Event description:
Additional information was received providing list number is 060210403. Some of the product was opened for a week, but majority were unopened. The particulate was noted first in the original container, all in the original container. The product was stored in the customers facility in the plastic bags in plastic totes, temperature mapped rooms per cgmp guidelines. The event occurred over the past year, initially during inspection of finished goods then was being checked upon opening. The customer further stated that the particulates were found in the empty units prior to production as well as in post production during visual inspection. The customer considers their testing complete by their customer (ourpharma llc) with findings of cardboard, organic materials and different colored fibers to be valid since these were found during visual testing on their site. There was no patient involvement and unknown human harm.